Manufacturer narrative:
Concomitant medical products: lot: 2879598, expiration date: 12/01/2014, (B)(4), manufacturing date: 12/01/2011; lot: 2783468, expiration date: 07/01/2014, (B)(4), manufacturing date: 07/01/2011. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was initially reported the surgeon has sent imaging asking for review of possible type 3 endoleak. Imaging shows distal end of limb grafts are not apposed to the vessel walls with a possible type ib endoleak. The plan is to place extension limb grafts. After discussion with a cook representative, the surgeon thinks it may be a type 1b endoleak and will insert limb grafts to cover the distal edge of the existing limbs to try to improve seal. This patient had an emergency evar for a ruptured aorta on (B)(6) 2014. The procedure was performed in (B)(6). The cook devices initially implanted on (B)(6) 2014 were a zsle-16-56-zt, lot number 2879598, a zsle-16-56-zt, lot number 2783468, and a zalb-28-84, lot number 4149373. As the zsle grafts are the same size it is unable to be determined which lot was deployed on the right or left. The common femoral artery was cannulated using duplex on both right and left sides. Two perclose sutures were inserted on each side. The body of the endograft was inserted through the right common femoral artery. The graft was oriented, and the body of the graft deployed. The stump of the endograft was then cannulated from the left side. Angiography confirmed that the catheter was in the body of the graft and was also used to confirm the position of the renal arteries. The top cap was removed once the top of the graft was immediately below the lower order of the renal arteries. The contralateral limb was then deployed and then the top sap was retrieved. After confirmation of the position of the internal iliac artery, the ipsilateral limb was then deployed with a one and half stent overlap and the distal end of the graft in the distal common iliac artery. The body and limbs were then ballooned, and completion angiography performed. This demonstrated that the renal arteries and internal iliac arteries were patent and there was no evidence of an endoleak. The femoral arteries were closed using the perclose sutures. The patient was then transferred to the intensive care unit (ICU) post operatively. It should be noted that the initial physician is now retired, and further information cannot be obtained regarding the initial procedure. Another physician took over the care of this patient who had persistent leak into the aneurysm sac post his emergency evar in 2014. On (B)(6) 2018, the physician diagnosed a small type 3 endoleak posterior between the main body and right stent graft limb. The stent had migrated compared to with the left limb with minimal overlap. The physician implanted another zsle-13-56-zt stent across the overlap of main body and right iliac limb graft to re-line. The graft was post-dilated to 14mm. Completion aortogram did not show any further endoleak or contrast filling aortic sac and runoff to the lower limbs were preserved bilaterally. The patient was monitored in the hospital postoperatively. As the previous procedure did not correct the leak, the physician then diagnosed a type 3 endoleak on the left side. They implanted an atrium v12 balloon expandable covered stent across the overlap of the contralateral gate to the level of the flow divider. The graft was post-dilated to 12mm. Completion aortogram showed brisk flow through bilateral iliac stent without obvious endoleak. Due to failure of the proglide closure device they applied digital pressure to the puncture site for 20 minutes. The patient was admitted overnight for observation. Doctor has requested review of imaging of this patient for persistent type 3 endoleak. Upon review of imaging, it appeared as though there may have been inadequate vessel wall apposition of the distal portion of the limb grafts on both the left and right. The cook representative reviewed the imaging with the doctor. The doctor then took the imaging to a sonographer for review. The sonographer has since diagnosed bilateral type 1b endoleaks. The plan now is to perform bilateral ibd¿s to fix the distal leaks. He no longer believes the leak to be a type 3.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. D11: 7fr destination sheath over bentson wire, atrium v12 balloon expandable covered stent, proglide devices . Investigation/evaluation the complaint devices were not available for evaluation as they remain implanted in the patient. Imaging was provided for review. A document based investigation has been performed including a review of the provided imaging, device history record, instructions for use, and quality control data. Per the imaging review, a faint endoleak was posterior to the right and left iliac gates, denser on the right and associated with contrast in a prominent third lumbar artery. Both iliac limbs were consistent with zsle-16-56 legs. The left and contralateral leg was inserted to the flow divider. The right leg was inserted in the ipsilateral gate to the overlap marker. Impressions of the image reviewer: although endoleak is confirmed, a type ib endoleak cannot be confirmed with the provided computerized tomography (CT) scan. Endoleak persistence despite implantation of additional covered stents through the leg gate overlaps eliminates type iiia endoleaks as possibilities. Complete aneurysm neck sealing stent apposition eliminates the possibility of a type ia endoleak. A left type ib endoleak is very unlikely given 12mm of maintained circumferential left zsle cia seal zone length. A right type ib endoleak is possible but still unlikely given 4mm of maintained seal zone length. Although unlikely, type iiib endoleak from a stretched suture hole at the posterior mainbody stent flow divider stent junction cannot be excluded. The instructions for use (IFU) states the following in consideration of the reported failure mode: 4.2 patient selection, treatment and follow-up - zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair - for sizing requirements and a list of key anatomical elements that may affect successful aneurysm exclusion using a main body or renu from the zenith aaa endovascular graft family of products, refer to the appropriate instructions for use.4.2 patient selection, treatment and follow-up - zenith spiral-z iliac artery distal fixation site greater than 10mm in length and 7.5-20mm in diameter (measured outer wall to outer wall) is required. These sizing measurements are critical to the performance of the endovascular repair - for sizing requirements and a list of key anatomical elements that may affect successful aneurysm exclusion using a main body or renu from the zenith aaa endovascular graft family of products, refer to the appropriate instructions for use. - adequate iliac or femoral access is required to introduce the device into the vasculature. Access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of a 14 french to 17 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. - all patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis and/or increase the risk of embolization. A vascular conduit technique may be necessary to achieve success in some patients. - all patients should be monitored closely and checked periodically for a change in the condition of their disease and the integrity of the endoprosthesis. - the zenith spiral-z aaa iliac leg has not been explicitly evaluated clinically; however, its performance is represented by the zenith aaa endovascular graft iliac leg (a previous version of the device), which has not been evaluated in the folling patient populations: - key anatomical elements that fall outside the sizing requirements specified in the appropriate main body or renu instructions for use -- successful patient selection requires specific imaging and accurate measurements; please see section 4.3, pre-procedure measurement techniques and imaging diameters utilizing CT, diameter measurements should be determined from the outer wall to outer wall vessel diameter (not lumen measurement) to help with proper device sizing and device selection. 4.4 device selection - strict adherence to the zenith spiral-z aaa iliac leg IFU sizing guide is strongly recommended when selecting the appropriate device size (table 10.5.1). Appropriate device oversizing has been incorporated into the IFU sizing guide. Sizing outside of this range can result in endoleak, fracture, migration, device infolding or compression. 4.5 implant procedure - inaccurate placement and/or incomplete sealing of the zenith flex aaa endovascular graft within the vessel may result in increased risk of endoleak, migration or inadvertent occlusion of the renal or internal iliac arteries. - inadequate fixation of the zenith flex aaa endovascular graft may result in increased risk of migration of the stent graft. Incorrect deployment or migration of the endorposthesis may require surgical intervention. 11.1.7 molding balloon insertion 5. Expand the molding balloon with diluted contrast media (as directed by the manufacturer) in the area of the most proximal covered stent and the infrarenal neck, starting proximally and working in the distal direction. (Fig. 15) 6. Withdraw the molding balloon to the ipsilateral limb overlap region and expand. 7. Withdraw the molding balloon to the ipsilateral distal fixation site and expand. 8. Deflate and remove molding balloon. Transfer molding balloon onto the contralateral wire guide and into the contralateral iliac leg introduction system. Advance molding balloon to the contralateral limb overlap and expand. 9. Withdraw the molding balloon to the contralateral iliac leg/vessel distal fixation site and expand. (Fig. 15) 10. Remove molding balloon and replace it with an angiographic catheter to perform completion angiograms. 12.3 abdominal radiographs - the following views are required: - four films: supine-frontal (ap), cross-table lateral, 30 degree lpo and 30 degree rpo views centered on umbilicus. - record the table-to-film distance and use the same distance at each subsequent examination - ensure entire device is captured on each single image format lengthwise. If there is any concern about the device integrity (e.g. Kinking, stent breaks, barb separation, relative component migration), it is recommended to use magnified views. The attending physician should evaluate film for device integrity (entire device length including components) using 2-3x magnification visual aid. 12.6 additional surveillance and treatment - additional surveillance and possible treatment is recommended for: - aneurysms with type I endoleak - aneurysms with type iii endoleak - aneurysm enlargement, =5 mm of maximum diameter (regardless of endoleak status) - migration - inadequate seal length consideration for reintervention or conversion to open repair should include the attending physician¿s assessment of an individual patient¿s co-morbidities, life expectancy and the patient¿s personal choices. Patients should be counseled that subsequent reinterventions including catheter based and open surgical conversion are possible following endograft placement. The device history records were reviewed for the two provided lot numbers. There were no non-conformances associated with either of the lots final assemblies or their associated subassemblies. Cook has concluded that the complaint is confirmed based on image review. However, although an endoleak was observed, the imaging was not able to confirm the nature of the endoleak with the provided CT. The image review suggests that bilateral endoleaks can potentially be typed as either type ib, type iiib, or a type ii endoleaks. There was a faint endoleak in the portal venous phase which can usually indicate a type ii endoleak. There was also contrast in the third lumbar artery which suggests that it may have participated in the blush of contrast seen. However, there was no clear indication or evidence that would suggest an impending repeat rupture. Regardless, there was not enough information that could be obtained from the single CT scan in terms of aneurysm growth that would indicate intervention for the endoleak necessary. The image review provides several reasonings as to certain types of endoleaks being unlikely and those that can be eliminated. A type ia endoleak can be eliminated as there was complete aneurysmal neck sealing stent wall apposition observed. A type iiia endoleak can be eliminated as the endoleak was still persisting despite implantation of additional covered stent grafts. If the endoleak had resolved after these additional covered stent grafts, the endoleak could have been attributed to be as a result of component separation. However, this was not the case. For those that cannot be eliminated as the cause, there is not enough evidence to exclude these as possible contributing factors. These non-excludable types include the aforementioned type ib, type iiib, and type ii endoleaks. An assessment for each of these types of endoleaks are as follows: (I) based on the quantitative measurements of the seal zone lengths in bilateral leg stentgrafts, there is adequate maintained seal zone lengths for the left and right leg grafts with the native vessel (12mm and 4mm, respectively) to characterize a type ib endoleak as unlikely. (Ii) a stretched suture hole indicating a type iiib endoleak likewise cannot be excluded as there is some abnormal wall thickening in the cia that could possibly indicate overinflation by a dilatation balloon catheter for ensuring the seals as well as angulation of 51 degrees found in the posterior mainbody flow divider stent that also represents a possible suture stress point. This can allow blood to undermine the seal. (Iii) and lastly for a type ii endoleak, contrast seen in the third lumbar artery suggests participation in the contrast detected, and therefore also cannot be excluded. However, type ii endoleaks are not as a result from any fault of the device; thus, cook does not trend for this specific type of endoleak. Another potential cause that could contribute to the persistent endoleak observed and is not addressed within the image review can be attributed to graft porosity. There was no information provided on the anti-coagulation treatment that the patient followed, but too aggressive of treatment with anti-coagulants can cause blood to seep through the fabric material. Again, this cannot be confirmed but it cannot be excluded as a possible scenario either. Overall, a definitive investigation conclusion could not be determined. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. Cook will continue to monitor for similar complaints. The appropriate personnel have been notified of this event. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
On 03apr2019 additional information was received. Bilateral ibd repair was conducted on (B)(6) 2019.